Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, contamination of the flow straightener was observed. The device's flow straightener was cleaned to address the issue. During the evaluation, contamination was observed on the flow sensor and the air path foam was missing. The flow sensor was cleaned and the air path foam was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, contamination of the flow straightener was observed. The device's flow straightener was cleaned to address the issue.